Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, a generator error appeared on the imaging system when powering on the imaging system. It was reported that the system would beep when being powered down. When starting up the imaging system without the covers, the issue did not occur. No additional information was provided. There was no patient present when this issue was identified.